Event description:
It was reported that during implant the lead was difficult to position and the stylet would not pass. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. Proximal conductor was distorted, outer insulation breached cut, and there was blood in/on the helix/lobe mechanism. Damaged at implant.